Manufacturer narrative:
(B)(4). Architect system (B)(4) generated discrepant high troponin results compared to results generated on the customer's other architect system. Performance improved after field service cleaned the process path and components, optics and shutter, but discrepant results recurred. Then field service removed the wash zone assemblies due to continual leakage issue and installed the new style 109 wash zone 1 and 2 manifolds and valves, and also stripped down and cleaned the process path, after which no further reports of discrepant results have been received. An evaluation was performed in response to the discrepant high troponin results generated on architect (B)(4). The evaluation included a review of the information provided by the customer, a review of complaint and trending data, and a review of the architect operations manual and stat troponin-I package insert. A review of i2000sr complaint and trending data did not identify a product issue or adverse trend associated with discrepant troponin-I results. The review determined the current rate of erratic complaints and occurrences per million tests for the architect i2000sr falls below the internal rate documented at launch for the architect i2000. Labeling in the stat troponin-I package insert is adequate with regard to testing, control and calibration requirements and result interpretation. Labeling in the architect system operations manual is adequate with regard to maintenance and component replacement, and troubleshooting. Based on the available information, a specific cause for the discrepant troponin results was not identified. Probable causes include issues with the process path and/or the wash zone 1 and 2 manifolds and valves, which were both addressed on site by field service. A deficiency was not identified.

Event description:
The account stated that the architect troponin reagent has generated false elevated results on two patient samples. The initial result for patient #2 was negative at 0.019, the sample was then tested on another architect analyzer (B)(4) and the result was positive at 0.064 (the account believes this is a false positive result). Units of measurement were not provided. The patient's cut-off for the troponin assay is <0.03.

Manufacturer narrative:
(B)(4), concomitant medical products, troponin reagent list 2k41-38, lot 42858un10an investigation is in process. A follow-up report will be submitted when the investigation is complete.